Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified vessel. A 2.50x24 synergy drug-eluting stent was advanced but failed to cross the lesion and the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile measurement. The distal edge of the bumper tip of the device showed signs of damage. The balloon body was reviewed and the proximal balloon cone appeared creased. A visual and tactile examination found that the hypotube was broken 260mm distal of the end of the strain relief with multiple kinks along the shaft. A visual and tactile examination of the outer and mid-shaft section found a kink in the mid-shaft section of the extrusion, 90mm proximal of port entry site. The bi-component bond showed no signs of damage or strain. These types of damage are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified vessel. A 2.50x24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.